Event description:
The customer reported receiving 'sample count outside limits' errors during patient testing on an access 2 immunoassay system over a two day period of time. This report represents the instrument issue which occurred on (B)(6) 2012. The beckman coulter inc. Representative recommended the repeat of all suspect patient results over the involved two day period of time. Upon repeat it was indicated that no erroneous results were generated as part of this event. There was no death, serious injury or modification to patient treatment associated with this event. The customer did not provide specific patient information, patient results, sample collection/handling information or system performance information.

Manufacturer narrative:
Service was not dispatched to the site for this event as the cause was identified via beckman coulter inc. Led customer troubleshooting. A loose substrate bottle fitting was found on the instrument and was tightened by the customer. Upon the completion of the necessary and verified activities, the instrument was returned back into operation. The root cause of this event was a loose substrate fitting. Associated mdrs: 2122870-2012-00522 and 2122870-2012-00650.